Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 22-oct-2027, UDI#: (B)(4), h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, recaptures were required on the first two deployment attempts as the observed positioning of 2 millimeters (mm) on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc) were determined to be too shallow. During the deployment attempts, left bundle branch block (lbbb) occurred. It was noted that mitral regurgitation worsened during the procedure. Upon the third deployment attempt, hemodynamic failure was observed. Subsequently, bosmin was administered and percutaneous cardiopulmonary support (pcps) was initiated. The patient's hemodynamics recovered, and the valve was implanted successfully.